Manufacturer narrative:
The customer worked with the technical support representative. A quote for service was created for the issue. The customer cancelled servicing. No further action at this time.

Event description:
It was reported to philips that the display flickers. There was no patient involvement.